Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lattiude monitoring system detected a red alert (high right ventricular pacing lead impedance) for this patient's competitor rv lead. The local representative and clinic were notified of the alert. No adverse patient effects reported. Subsequently, boston scientific received information that a boston scientific representative contacted technical services to report that this device and competitor rv defibrillation lead's history is remarkable for high pacing impedance measurements (1500-2000 ohms). To date, no additional information has been received from the field.